Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The small battery drive device was evaluated and it was observed that the device would not run, the motor was damaged. It was further determined that the device failed pretest for check power with test bench, check switching function forward/reverse, check the oscillation/forward/reverse mode function, check the oscillation angle, and check for sticky speed trigger. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the small battery drive device overheated and did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.